Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multiple pump power issues, and low speed operations. The pt's system controller was exchanged. A few weeks later the pt was admitted into the hospital with elevated power and ldh, and total bilirubin. The echo velocity study was concerning for possible clot (reference MFR report# 0002916596-2012-00926). The pt was moved up on the transplant list and received a heart transplant.

Manufacturer narrative:
The device was returned to the manufacturer for eval and the reported event of elevated pump power and ldh and speed drops was confirmed. Examination of the pump blood-contacting surfaces found a ring of tissue-like thrombus adhered to the inlet bearing and inlet bearing cup. The thrombus showed laminated layering, indicating that it formed over an undetermined period of time. The interior portion of the ring had become denatured. The observed thrombus would have contributed to the reported elevations in pump power and ldh, as well as the reported speed drops below the low speed limit. The eval could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop, and functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.